Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical jam was confirmed based on the observed knotted lock line issue during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. All available information was investigated, and the reported mechanical jam was due to the observed knotted lock line; however, a definitive cause for the knotted lock line could not be determined in this incident. The reported poor image resolution was due to the challenging patient anatomy. Lastly, the reported failure to grasp the leaflets was due to procedural conditions (poor imaging resolution) and challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Visualization was difficult due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve and the clip was positioned. Grasping was noted to be difficult. After establishing final arm angle, it was noted that the lock line was caught. Troubleshooting was performed, but the lock line could not be removed. The clip was not deployed, and the cds was removed and replaced. A new cds was used to complete the procedure, reducing the mr to 3+. There was no adverse patient effect and no clinically significant delay in the procedure.